Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by customer that there was an inability to adjust suction intensity, increased length of stay due to increased drain output (~100cc/ shift) and uptick noted across all surgeons. And residual fluid remains in canister leading to inaccurate output results, internal metal coils are not MRI compatible and no clamps along tubing. We have had to open black sponge kits and remove those clamps to use on hemovacs when needed. And drainage port not user friendly, spout is very messy and sprays drainage when opened. The device has to be completely wrapped in a chunk to minimize transfer of fluid from canister into patient and staff.